Manufacturer narrative:
Date of event: unknown, not provided; but stated as occurring the first time 3 weeks ago. Concomitant medical product - consept 1-step hydrogen peroxide solution lot zb0715. (B)(4). Device evaluation: the tablets were returned to the manufacturing site for investigation. Chemistry testing was performed. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer''s complaint. Results are within established acceptance criteria. Retain product testing: chemistry testing was performed. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer''s complaint. Results are within established acceptance criteria. Manufacturing record review: a review of the records was performed. Environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records were reviewed and found to be in order. Based on the results of the investigation, no product deficiency was identified. The customer''s reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported red eyes with use of consept onestep. She had the symptom 3 weeks ago for the first time. Now she has the same symptom for third time, and saw a doctor. Doctor prescribed eye drops: marromel and fluorometholone. She used consept onestep according to the directions for use. At the time of calling, she still had red eyes. No further information was provided. This report is for the neutralizing tablets a separate MDR filing is being submitted for the solution.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.